Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal patient experienced on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient's mother to reset the device on (B)(6) 2014.